Event description:
While the interventionist was removing the balloon from the pt, the balloon sheared off the shaft and remained in the sfa vessel of the pt. The physician had to snare the missing portion of the balloon from the vessel in order to prevent any adverse events.